Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user received an ¿unable to proceed¿ alert at the fill tubing step, consistent with an occlusion-related interruption, and customer support guided removal of the supply and a dry run that completed successfully with the user able to press and hold for 120 units; the supply change then proceeded without further issue. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no hospitalization, and successful continuation of therapy following troubleshooting and education. Investigation included guided troubleshooting and user education performed remotely. Investigation of this case revealed no device malfunction reproduced during the dry run and no persistent occlusion or delivery motor communication fault after guidance. It was concluded, based on previously established findings for similar reports, that user technique during the fill tubing step was the most likely cause.